Event description:
It was reported to philips that the system gave an alert indicating the need to release a button to complete start up, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, and that the desktop configuration for the review and acquisition monitors was incorrect. To resolve this issue, fse corrected the desktop monitor configurations. After which, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.